Event description:
A customer reported a malfunction on their pump, identified by malfunction code 16. There was no indication of any notable events occurring prior to the malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.